Manufacturer narrative:
Rec¿d report date. MFR rec¿d date. The returned unit failed due to the air flow sensor drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported oxygen concentration out of specification issue. The manufacturer¿s field service engineer (fse) replaced the flow sensor assembly and ran all tests needed to verify operation after the part replacement, and oxygen values are now accurate within the specifications in the manual.

Event description:
The customer reported oxygen concentration out of specification. There was no patient involvement.